Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance." (B)(4). This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2017-00534 / 00535 / 00536).

Event description:
During a right foot bunionectomy, the tip of the screwdriver fractured in screw head and was removed. No fractured pieces fell into the patient. A second screwdriver was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Inspection of the device showed that the device is fractured at the tip. A dimensional and functional analysis could not be completed due to the damage. DHR was reviewed and no discrepancies were found, indicating the device was released from zimmer biomet control conforming to specifications. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.